Event description:
On (B) (6) 2010, at 1:45 pm, the nurses heard this resident, who was sitting in a recliner chair in the lounge adjacent to the nurse's station yell for help. The nurses noted what appeared to be smoke near the resident and ran to assist her. The nurse saw copious oxygen vapors coming from a portable liquid oxygen canister. The tubing to the nasal cannula was frozen and had fractured at the connector to the canister. The frozen tubing that rested on this resident's left arm caused the tissue to freeze and the skin was blanched. The tubing was immediately removed from this resident's arm and face and the oxygen canister was placed outdoors due to excessive expelling of liquid oxygen. The attending physician was notified and treatment was provided to the resident's burn sites. These burns on her left arm and both sides of her neck are now blistered. Respiratory care partners, the supplier for the oxygen equipment was notified immediately. They removed all of these canisters from this facility and replaced them with other equipment. The canister was a stroller (B) (4), manufacturer by chart industries, inc., (B) (4)